Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm/pump error 53/49 alarm found on nov 28, 2021. No critical pump error (open book image) alarm noted during boot up. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. No unexpected pump error 53/49 alarm noted during testing. However, high sleep current noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 53 alarm found in the pump history on nov 28, 2021 at 2:52 am. Pump error 53 alarm due to hardware error (line number 0 file number 0). (4) pump error 49 alarms found in the insulin pump history on nov 28, 2021 started from 2:52 am to 3:01 am. Device was cut open to perform visual inspection and found moisture damage on 40 pin lcd flex cable copper connector traces on pcba 1 and j1 connector on pcba 2. Force sensor zero offset within specification (23.9mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Critical pump error (open book image) alarm not confirmed. Pump error 53 alarm due to hardware error (moisture damage). Pump error 49 alarm and high sleep current confirmed due to moisture damage on electronic assembly. Cosmetic damage found on the back of the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Troubleshooting was performed. Customer had multiple insulin pump error alarms. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.